Manufacturer narrative:
(B)(4) date sent: 2/8/2021 additional information was requested and the following was obtained: have spoken to the trust today and they have confirmed all of the information is correct. There was no harm to the patient and they opened up another harmonic in the procedure.

Manufacturer narrative:
(B)(4). Batch #: t9466e. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the surgeon realized there was a problem when there was a lot of smoke. He pulled the harmonic out of the patient and realized the white protector on the tip was missing. He had a look around with the scope and saw it so he retrieved it from the patient. There were no patient consequences.